Manufacturer narrative:
The patient specimen was collected in a 5cc vacutainer tube and sampled within 2 hours of the draw. The instrument's qc is within specification with respect to controls (accuracy) and reproducibility (precision). Controls are run once every shift and were within assay limits pre and post the event. A bci field service engineer (fse) cleaned and replaced parts on the instrument. Fse verified repair per established procedures. Raw data analysis did not reveal any problems with the instrument data analysis. Although hardware may have contributed to this event, a clear root cause can not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low platelet results on a patient specimen without instrument (coulter lh 750 analyzer) generated flags. The specimen was rerun and higher result was obtained. The erroneous results were not reported outside of the laboratory. No death, serious injury or change to patient treatment is associated with this event.